Manufacturer narrative:
Service representative removed and replace doghouse cover. Verified x-ray and lift motor button operating as intended. Removed and replaced footswitch. Booted system 5 times, no duplication or reported error. Footswitch produces x-ray as intended. Adjusted rear c-arm brakes. Customer satisfied with adjustment. Overall system functional checked and operating as intended.

Event description:
Customer reported that system occasionally doesn't boot with footswitch installed. Customer must boot system and then connect footswitch. Customer reports c-arm is hard to move; rear brakes will not release.